Event description:
Clinical study: same case as 6000093-2005-01005. It was reported that 7 days after a coronary artery drug eluting stenting procedure, the pt experienced a myocardial infarction (mi), stent thrombosis (st), and target vessel intervention (tvr). Lesion 1 was a 3.5mm, 75% stenosed portion of the proximal left anterior descending (prox lad) artery. The physician treated the lesion with direct stenting and successfully placing a taxus express2 8.8% 3.5 x 8 mm drug eluting stent in the target lesion. Lesion 2 was a 3.5mm, 70% stenosed portion of the proximal circumflex (prox cx). The physician treated the lesion with predilatation and successfully placing a taxus express2 8.8% 3.50 x 20mm drug eluting stent in the target lesion. There were no complications. The pt was discharged the next day on plavix and aspirin. 7 days after the procedure, the pt experienced a q-wave anterior mi as evidenced by elevated cardiac enzymes. The pt also experienced a st, and underwent a tvr with balloon angioplasty and coronary artery bypass grafting (CABG) of the prox lad. In the opinion of the physician the relationship of the mi, st & tvr to the taxus is probable, there was in-stent restenosis of the taxus stent.

Event description:
Same pt as #6000093-2005-01168, 6000093-2005-01169. It was further reported that target lesion 1 was 6mm long and was identified as an ostial lesion. Residual stenosis was 0% after stent placement. Target lesion 2 was 16 mm long and was identified as an ostial lesion. Residual stenosis was 0% after stent placement. The pt presented to the ER 6 days afer the procedure with severe chest pain. The pt had taken several nitroglycerin sprays at home without significant improvement, and called ems. The discharge summary notes the pt "did not take her plavix appropriately." ECG showed sinus tachycardia with pbc's vs bundle branch block, fusion complexes. There was lateral st segment elevation, at least 2mm, in contiguous leads consistent with acute myocardial infarction (mi). Cardiac enzymes met guideline criteria for mi. Cardiac catheterization the next day revealed a 70% stenosis in the ostial lad, at the site of the prior stent. The lesion was associated with a large filling defect consistent with thrombus. The site of the prior stent in the ostial cx had a 10% discrete stenosis. The site is reporting a q wave mi. Ck's meet guideline criteria for mi, there was only one ck-mb result reported. On that same day, the lesion in the ostial lad was treated with balloon angioplasty. There was a 10% residual stenosis but the pt continued with timi I flow and developed acute pulmonary edema. The pt was intubated and an iabp placed. The pt was taken from the cath lab in critical conidition. The pt remained intubated and on the iabp for several days. It was decided to perform coronary artery bypass grafting (CABG). The pt was transferred 1 month later, to an extended care facility for long-term rehabilitation and ventilator care.